Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, superficial femoral artery (sfa), using a 6 fr sheath, the absolute pro stent was being deployed when the thumbwheel stopped/froze; the stent was partially deployed. The stent delivery system (sds) and the stent were removed from the anatomy without reported issue. A different absolute pro stent was used in the procedure without issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection were performed on the returned device. The failure to deploy was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The absolute pro vascular instruction for use (IFU), states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. The investigation determined the reported difficulty was due to case circumstances and the use error does not appear to have contributed to the event. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.